Manufacturer narrative:
The surgeon completed the procedure using intra-operative o-arm imaging. No patient injury was reported. Software log review identified that the issue was likely due to inadequate exposure of bony surface. Registration points were picked along the spinous process ligament instead of the bony spinous process. The investigation determined that adjusting registration points to bony surface and hardware visible in flash resulted in a more accurate registration.

Event description:
According to the reporter, acceptable accuracy was unable to be achieved during the initial registration of the 7d flash navigation system. The surgeon opted to proceed without 7d and switched to an o-arm, resulting in a delay of greater than 30 minutes.